Event description:
Following the information gathered the two safety side panels partially detached from the bed frame. It was established that the screws holding the panel to the metal plate were ripped off.

Manufacturer narrative:
Investigation is on-going. Further information will be available in the next expected report.

Event description:
It was reported that the right body safety side rail damaged and right head rail extension bent. There was no indication of patient involvement, no injury.

Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. Sum up, it has been determined that the side rail became damaged and therefore the arjo device did not meet specifications. The bed was not in use by the patient at that time. No injury was claimed. The complaint was assessed as reportable due to the detachment of the side rail.